Event description:
It was reported that the atrial lead was pacing the ventricle, that the atrial rate was undetermined due to lead sensing and that an egm showed undetermined rhythm due to atrial lead out of position. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. Follow up revealed, patient was pacemaker dependent because of an ablation due to atrial fibrillation. Device check (B)(6)2008 showed normal pacing, sensing and impedance. Presented to ER (B)(6)2008 with pneumonia secondary to aspiration along with vomiting and diarrhea. Placed on ventilator due to respiratory failure. In hospital device check on (B)(6)2008 showed normal sensing and impedance. Patient died due to respiratory failure on (B)(6)2008.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that the atrial lead was pacing the ventricle, that the atrial rate was undetermined due to lead sensing and that an egm showed undetermined rhythm due to atrial lead out of position. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.